Manufacturer narrative:
It was previously reported a ventilator's lcd screen was replaced to address a blank display screen. The device's inverter board was replaced to address the issue, not the lcd screen.

Manufacturer narrative:
The manufacturer previously reported a failure of the lcd and oxygn blending module. The lcd inverter board and oxygn blending module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the lcd inverter board failing was due to an open condition to transformer (t1). The oxygen blending module was evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation, the device failed a step during testing. The device's oxygen blending module manifold was replaced to address the issue.